Event description:
It was reported that during an unknown procedure, the device was fired, but no staples deployed. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. An invalid lot number was provided. Therefore we were unable to review the manufacturing records.